Manufacturer narrative:
This complaint included known transient side effects. No malfunction was described. No new risk has been recognized.

Event description:
Arm weakness, slurred speech, and balance issues (imbalance) 1 day post essential tremor treatment. According to the new information received from the treating physician: the reported side effects are transient and will be resolved, the tremor has reduced significantly.

Manufacturer narrative:
This event is still under investigation.

Event description:
Arm weakness, slurred speech, and balance issues (imbalance) 1 day post essential tremor treatment.